Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for a check heater line alarm was not confirmed. A sample evaluation was not performed due to unavailable sample. A root cause was not identified due to insufficient information. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center and reported receiving a check heater line alarm on the homechoice (hc) machine during fill 1. The technical service representative (tsr) assisted the home patient (hp) to inspect the frangibles and heater line for occlusions. The tsr had the hp check the drain line to see if the line was submerged in water. The tsr had the hp remove the line from the water. The hp resumed fill successfully. Product surveillance contacted the patient's nurse on (B)(6) 2011 regarding the use error. According to the nurse the patient has been to the clinic since this event and has resumed therapy with no issues. There was no patient injury or medical intervention associated with this event. No further information is available.